Manufacturer narrative:
If explanted, give date: not applicable, remains implanted in the eye. (B)(4). The product is not returning for evaluation as it is still implanted. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint trending, for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision has been submitted.

Event description:
It was reported that symfony toric intraocular lens was surgically repositioned as there was toric rotation by 12 degree from 170. The patient experienced blurry vision. Visual acuity pre-op 20/50-1. Reportedly there is no planned explant, no vitrectomy, and no incision enlargement or suture were required. No further information provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.